Event description:
The customer reported via phone call that they received a weak signal alert on multiple occasions. The alert recurred after clearing it. The customer's blood glucose was over 500 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. While troubleshooting, the customer was able to reestablish the connection with sensor. The customer was advised to keep distance between the insulin pump and their cellphone. The customer was advised to monitor the insulin pump and sensor and to call back if further assistance was needed. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.